Manufacturer narrative:
Device received with intermittent button response due to flattened up and down button dome switch. No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test. Device received with cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons of insulin pump was harder presses to respond. Customer's blood glucose value was unknown. Customer also reported that battery compartment had cracked. The device will not be returned for analysis.